Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was implanted using a 12f amplatzer torqvue delivery sheath (tv45x45). On (B)(6) 2023, patient had a new onset atrial fibrillation (afib) and was cardioverted. On (B)(6) 2023, patient presented to the emergency room (ER) with shortness of breath. By transthoracic echocardiogram (tee), pericardial effusion was noted in the pericardium. During procedure heparin was administrated, a pericardiocentesis was performed, and 500cc's of dark blood/fluid was drained from the patient's pericardial space. The physician confirmed pericardial effusion lead to a cardiac tamponade. The amulet remained implanted. The patient was reported as stable and recovering.

Manufacturer narrative:
An event of atrial fibrillation, dyspnea, and pericardial effusion led to cardiac tamponade were reported. There was no information from the field to indicate that that there was any difficulty accessing the left atrial appendage or positioning the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was implanted using a 12f amplatzer torqvue delivery sheath (tv45x45). On (B)(6) 2023, patient had a new onset atrial fibrillation (afib) and was cardioverted. On (B)(6) 2023, patient presented to the emergency room (ER) with shortness of breath. By transthoracic echocardiogram (tee), pericardial effusion was noted in the pericardium. During procedure heparin was administrated, a pericardiocentesis was performed, and 500cc's of dark blood/fluid was drained from the patient's pericardial space. The physician confirmed pericardial effusion lead to a cardiac tamponade. The amulet remained implanted. The patient was reported as stable and recovering.